Event description:
It was reported that during use of this shaver handpiece, it would not turn the attached shaver blade. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the product was received for evaluation and the reported problem was verified. Further investigation found the handpiece to have the potential to activate on its own. A design change has been implemented for this failure mode. There are no reported injuries related to this failure mode. This product will continue to be monitored.